Event description:
It was reported that upon interrogation of the pulse generator of an asymptomatic patient, a stored episode of ventricular and atrial noise reversion causing a short ventricular pause was noted. All other electrical parameters were in range. The device remained implanted.

Manufacturer narrative:
(B)(4).